Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Products: 5076-52 implant date: 2004 (B)(6). (B)(4).

Event description:
It was reported that the remote transmission failed to process due to a possible electrical reset or data reprogramming required. The clinic was notified and the patient was brought into the clinic for a device check. The device is still in use however further follow up has not yet yielded any additional information. The clinic will call back with additional information. No patient complications have been reported as a result of this event.